Event description:
It was reported that when using the bd pyxis¿ es server patients and orders were not crossing over on multiple stations. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing over on multiple stations. A technical support specialist dialed into server and executed downtime query in structured query language, observed carefusion coordination engine (cce) time was not in synchronization with server time and verified disconnected flag status was zero, attempted to deploy interface utility package which failed, restarted multiple services including data sync service bd external messaging bd maintenance bd job scheduler and net services, logged into health sight viewer and confirmed patient and order delay alert, reran downtime query and repeated service restarts with issue persisting, contacted the customer and confirmed inability to view patient details, informed escalation to interface team and obtained agreement and communicated escalation to colleague, dialed into cce server, verified cce services were running but message flow was delayed, restarted bd external messaging service and net transmission control protocol and net pipe services, confirmed messages started processing and drained successfully, followed up with the customer and advised follow up with electronic protected health information to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.